Manufacturer narrative:
The customer's product has been returned, and an investigation is in process. A follow-up report will be filed once the investigation results are available.

Event description:
The customer's wife reported that her husband became really weak, sweaty and could not walk. The wife called the paramedics and he was transported to our lady of victory hospital where he was hospitalized overnight. In addition, the wife indicated the customer was getting high readings on their freestyle meter; although, at the hospital they stated "his blood sugar was way too low." The wife also reported the customer received readings of 184 mg/dl compared to a lab reading of 154 mg/dl within 10 minutes, which is not considered clinically significant since the results were within +/-20% specification. However, it is unknown if these readings were taken before or after treatment. There was no report of treatment, death or permanent impairment.